Event description:
Father of the home patient (hp) reported hp felt overfilled while using the homechoice cycler for apd therapy. Mother of the hp reported the hp drained out 4,010ml during drain 3 of 4 while using the cycler, 2,010ml greater than the programmed fill volume of 2,000ml. Father of hp states he bypassed "low drain volume" and "caution: negative uf" alarms during therapy, resulting in 1,988ml of fluid being retained by the hp from cycle 2. Follow-up with the health care professional (hcp) reveals after the hp had drained out fluid in drain 3 of 4, she continued therapy to completion with no further difficulties. Father of the hp states his wife had recently shown him how to setup therapy and bypass alarms; however, he had not received formal training from the hcp. Hp father further relates the incident occurred as a result of his own user error. Both the hcp and hp's father state there was no patient injury or medical intervention.